Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure in the trachea to obtain a biopsy sample.according to the complainant, the needle failed to retract within the sheath during the procedure. This was noted after the needle was removed out of the bronchoscope and patient. The working channel of the scope was also found to be damaged. The procedure was able to be completed with another of the same device.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.